Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard cr ilok fem-rt 62.5, catalog #: 183006, lot #: unknown; biomet cc I-beam tray 67mm, catalog #: 141222, lot #: unknown; biomet arcom 3 peg/post size 31, catalog #: unknown, lot #: unknown.   Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately four years post-implantation due to arthrofibrosis. The polyethylene bearing was removed and replaced.